Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges somehow got leg caught between footrest and seat and it bruised and got infected.

Manufacturer narrative:
The device was evaluated by a pride representative. Reviewed the chair and its functions with the consumer. The consumer demonstrated full understanding and stated that he now is comfortable using the chair.

Event description:
Alleges somehow got leg caught between footrest and seat and it bruised and got infected.